Event description:
It was reported that the patient passed away while wearing the omnipod device. All details involving the patient's death are unknown. Good efforts have been made to gather additional information but unfortunately the doctor who emailed about the incident has not responded.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No product malfunction was alleged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received with the soft cannula deployed. The download data from the pod showed that an 0x18 empty reservoir alarm had been generated. The 0x18 alarm alerts the user to replace the pod due to the empty reservoir, indicating that the device functioned as intended. No timeouts or drive stalls were observed in the data, indicating that there was no struggle to deliver insulin. Inspection of the pod found blood residue in the soft cannula, formed needle, and reservoir. Inspection of the formed needle, soft cannula, and bottom housing found no damages or manufacturing deficiencies that would contribute to a bleeding event. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the delivery of insulin. The pod was found to function as intended.